Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209256188, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had an infection at the implantable neurostimulator (ins) site. The patient was hospitalized from (B)(6) 2016. The ins was explanted and antalgic and antibiotic treatment was given. The event was resolved on (B)(6) 2016. The event was assessed as serious, related to the device, and related to the implant procedure. The patient was alive with no injury. The patient's medical history included fecal incontinence due to neuropathy since 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.